Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implant procedure, the iol was not stable due to high vitreous pressure. The event occurred during right eye cataract surgery (with iol implant). Thus, dr. Decided to explant the lens and left aphakic for this patient. The surgery was completed on the same day. There is patient contact but no patient harm. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. No damage is observed to the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that the reason for the explant of the iol was because it was not stable due to high vitreous pressure. Follow up was received from an hcp that the reason for the high vitreous pressure was due to "patient factor, not because of the iol. Based on the information provided, the event does not appear to be related to the product. The lens was explanted and the patient was left aphakic. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the reason of high vitreous pressure was patient factor, not because of the iol.